Manufacturer narrative:
Device received with minor scratched lcd window, cracked keypad at select button and damage display window cover. No cracks or damage on lcd window during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with insulin pump. Customer states that insulin pump had cosmetic damage and crack was noticed on the screen. The insulin pump will be returned for analysis.